Event description:
It was reported that during the implant procedure the physician was not satisfied with the stability of the lead in the only vessel that was available. Pushing it out further created diaphragmatic stimulation. It was also reported that there was phrenic stimulation. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri52 lead 2012-(B)(6); 5086mri lead 2012-(B)(6); (B)(4).